Event description:
Following an ipg replacement impedances were all greater than 40,000 ohms and the pt did not feel stimulation at 7v. Impedances had all been within normal limits intra-operatively. The pt had an appointment scheduled for (B) (6) 2010 to evaluate. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).